Event description:
It was reported the firing knob is not flexible during use and gets stuck during use and they couldn¿t operate it in surgery. Procedure: right hemicolectomy.

Manufacturer narrative:
(B)(4). Batch # 604a89. Additional information was requested, and the following was received: caused or contributed to the need for additional medical or surgical intervention? Yes. Was there any surgery delay? Yes, if yes, how long? 1 hour. Were there any patient consequences? No. How was the case completed? Other, please specify: hand sew anastomosis with sutures. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the halves mixed, with the anvil partially detached on the proximal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. The condition of the anvil does not allow to move forward the knob. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Anvil batch: 892a60. Channel batch: 604a89. A manufacturing record evaluation was performed for the finished device batch number 604a89 / 892a60, and no non-conformances were identified.